Manufacturer narrative:
The customer reported that this central nurse's station (cns) is missing alarms. According to the customer, they saw the tachy alarm in the arrhythmia recall, but did not get a notice. Technical support (ts) sent the investigation guide to the customer. The customer provided the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any of this information. Attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any of this information. Attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any of this information. D4 serial number attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I don't have any of this information. Attempt # 1: (B)(6)2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I don't have any of this information. The following fields are not avilable (n/a) to this report: h4 device manufacturer date.

Event description:
The customer reported that this central nurse's station (cns) is missing alarms. According to the customer, they saw the tachy alarm in the arrhythmia recall, but did not get a notice. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) was missing alarms. They saw the tachy alarm in arrhythmia recall but did not get a notice. No patient harm was reported. Investigation summary: a review by ts found that the customer did not provide the requested device logs and only provided cns printouts for the event investigation guide. Multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since we did not receive the device logs and could not confirm the complaint. Review of the cns printouts shows tachycardias in arrhythmia recall, as well as in the arrhythmia alarm history between the approximate occurrence time of this event from 08:35 - 08:50 on 05/06/23. The duration of the tachycardias recorded within this timeframe range from 1 to 8 seconds. The alarm history also showed that the cns made warning and crisis level alarms for other tachycardia events that lasted longer (i.e. 20-34 seconds duration). Based on review of the available information, possible causes may include user operation such as silencing alarms or arrhythmia alarm settings such as the alarm delay time set for tachycardia. A review of the customer's complaint history does not show further recurrence but shows 1 similar complaint under notification 300337220 where we investigated the cns device logs and found that alarms were silenced through user operation. Nk will continue to monitor and trend similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) was missing alarms. They saw the tachy alarm in arrhythmia recall but did not get a notice. No patient harm was reported.